Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that the cartridge was leaking from the canister after the pump was dropped. Customer¿s blood glucose level was 142 mg/dl. The customer reverted to an alternate method in insulin therapy.